Manufacturer narrative:
The facility technician replaced the level detector sensor housing. The component is being held by the facility's risk management department and is not available for failure investigation by the manufacturer at this time.

Event description:
A facility reported that during machine set up, it was noticed that there was no level detector alarm, and the self tests initiated and passed without a filled venous drip chamber in the level detector module.